Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.